Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. On an unknown timeframe post-implantation, the patient presented with pain. Further evaluation identified knee instability due to ligament changes. Subsequently, the patient underwent revision surgery. All components were replaced without reported complication. All available information has been provided.

Manufacturer narrative:
(b)(4).D10: Medical Product: Unknown Tibial Tray; Unknown Femoral Component.The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MedWatch 3500A will be submitted.